Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-04284. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) and a 30mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed and released successfully in the laa. There were no issues during the case. There was no pericardial effusion noted prior to, during or post implant. Two hours post procedure the patient was having chest pain and low blood pressure. Pericardial effusion was noted and the patient was tapped, draining 1 liter of blood. The patient was stable, recovered fine and discharged home.